Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated vitamin b12 results above the normal reference range generated on access 2 immunoassay system for one patient. The results were not reported out of the laboratory. Subsequent testing produced results within the normal reference range. The customer also performed dilution testing which produced results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer collects vitamin b12 samples in both serum and lithium heparin plasma tubes. Qc was within the established ranges prior to and on the day of this event. A routine system check was performed on (B)(6) 2010 and the results met the instrument specifications. Service was dispatched on (B)(4) 2010. The bci field service engineer (fse) performed a high sensitivity system check and the results were within the instrument specifications. The fse replaced the transducer, as it looked a little worn, and base-lined the ultrasonics. A definitive root cause for this event has not been determined for this event. Note: this reportable event was identified during a retrospective review of complaints within the date range (B)(4) 2010 - (B)(4) 2010 for additional reportable events/occurrences. This reportable event is related to previously submitted MDR #2122870-2010-00626.